Event description:
The customer reported that the instrument did not function. No further information is available from customer. There was no patient injury and no extension of the surgical time. Upon receipt for investigation the clear insulation was damaged and the device failed hi-pot.

Manufacturer narrative:
Covidien reference # : bc201411-0674date of initial report : 12/16/2014one used lf5544 was received for evaluation and visual inspection found the clear insulation was damaged. The customer reported that the instrument did not function. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The device was recognized when plugged into the generator. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vl mode. Manufacturing non-conformances were reviewed. No entries pertinent to the customer&#39;s report were noted.an additional failure was found during the investigation, the clear insulation was damaged. The reported condition was confirmed. Sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.